Event description:
Facility paramedics used the device to deliver defibrillator therapy two times in succession through standard paddles. Reportedly, when the defibrillator was charging again, the device displayed charge removed. The operator utilized a therapy cable that was with the device and continued patient treatment. Patient outcome was not reported, but the reporter indicated patient outcome was not affected by the discrepancy, due to continued use of the device.